Event description:
It was reported that the patient went to the ER (emergency room) due to an alert going off. The alert was triggered for noise due to intermittent t-wave oversensing on the right ventricular lead. It was noted that on x-ray the lead showed to be pulled back and the svc (superior vena cava) coil is now located in the left shoulder. The lead remains in use with the possibility of a lead revision in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). There was one ventricular fibrillation (vf) and 2 "lfp" episodes of less than 220 ms, the v-v cycle are recorded between the dates of (B)(4) 2013. There were forty-nine v-sic occur since (B)(4) 2013. The lead integrity alert (lia) triggered on (B)(4) 2013 due to meeting the conditions for nst and v-sic. Concomitant products: (B)(4) implantable pacemaker/cardio/defib - 2013 (B)(6). (B)(4).